Manufacturer narrative:
Imdrf device code a150103 captures the reportable event of stent prematurely deployed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted to treat an anastomotic stricture in the gastroesophageal (ge) junction during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the second flange prematurely deployed. The stent was removed using forceps and another axios stent was used to complete the procedure. There were no patient complications as a result of this event. Note: it was reported that the axios stent was to be to treat an anastomotic stricture in the gastroesophageal (ge) junction. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The axios stent is not indicated to be implanted to treat an anastomotic stricture.